Event description:
The event is reported as: alleged issue: client reported that the "balloon is leaking". He has been using the catheter since (B)(6) 2013. No reported pt injury.

Manufacturer narrative:
Sample has not been rec'd by MFR in time for this report.